Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: water tightness was not maintained due to perforation of the forceps channel tube; due to a scratch in the grip, water tightness was lost; the bending angle in the up direction was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the bending section adhesive part was missing; the forceps plug cap had been scraped off; wrinkles were observed in the universal cord; and scratches were found in multiple locations on the device. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, there is a similar complaint (B)(4) that is the same as or similar to the incidents reported in related product groups and products with the same structure. Conclusion: the root cause could not be identified, the foreign material could not be identified, and the device could not conclusively specify the root cause of the foreign material remaining in the device. The operation manual (IFU) describes how to inspect for the subject event in "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope, and section 3.6 inspection of the endoscopic system". [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water feeding function keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that on (B)(6) 2023, the tip on the evis lucera colonovideoscope was found to be leaking. This event was not reportable. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was (B)(6) 2023. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.